Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Three samples were returned for evaluation. The returned samples underwent a visual inspection, and no visual defects were identified. The samples were subjected to a leak test following design input requirements by creating a closed system between the arterial and venous portion of the sets and testing them utilizing air under water. Results indicated no leakage. Furthermore, the sample was evaluated for occlusion using the testing, and no occlusions or blockages were identified. After occlusion, each clamp was closed to verify if after closing the clamps bubbles will still form under the water, and no bubbles were identified. The reported defect was not confirmed. Based on the results of the sample evaluation, the product met internal specifications. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the customer thinks that air is getting in the system and causing the saline bag to run dry; however, they don't know where the air is entering from.